Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2020. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. The event occurred during testing. There was no patient involvement. No additional information is available.